Manufacturer narrative:
Upon further review, bd has been determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was no flow on the arctic sun device. The reservoir was at one bar and the arctic sun device was unable to fill. The user made sure that the arctic gel pads were empty and the tubing was in correct spot but there was no water uptake. The nurse was already changed the arctic sun device when called. Per follow up on 27jul2020, nurse put a work order for the biomed. Discontinued the therapy and out the patient on a cooling machine. Per follow up via biomed on 28jul2020, technical support determined that the reservoir was not filled properly. The biomed filled the reservoir properly and now the device was back in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no flow on the arctic sun device. The reservoir was at one bar and the arctic sun device was unable to fill. The user made sure that the arctic gel pads were empty and the tubing was in correct spot but there was no water uptake. The nurse was already changed the arctic sun device when called. Per follow up on 27jul2020, nurse put a work order for the biomed. Discontinued the therapy and out the patient on a cooling machine. Per follow up via biomed on 28jul2020, technical support determined that the reservoir was not filled properly. The biomed filled the reservoir properly and now the device was back in service.